Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had a temperature issue. The reporter indicated that there pump battery compartment was noted to be damaged but no moisture or corrosion was noted within the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the pump battery compartment was observed to be cracked along the side of the pump. There was no evidence of moisture observed. During testing, the pump powered on appropriately and was exercised for 24 hours without overheating or alarms occurring. The pump electrical currents were tested and were confirmed to be within specifications. The pump was opened and there was no evidence of moisture observed inside the pump and there was no damage noted to the pump power circuit.